Manufacturer narrative:
Image analysis single still image noted appears to be of the left cfv and sfj 2025.11.08 ¿ date of follow up imaging of the procedure performed (B)(6) performed on left gsv another procedure appears to have been done previous to 31-oct per details and description in mpxr notes. Yellow arrow: points to what appears to be patent venous flow in the common femoral vein without filling deficit - e.g. Not dvt at this time. Red arrow: points to increased echos suggesting this could be thrombus/glue complex noted near saphenous junction ( arte) 2025.11.09 patient experienced problem ( collapse, etc) image provided was post operative to the left leg from 08-nov - a single point in time with no additional or serial images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: currently, the patient is being treated at another hospital. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use patient great saphenous vein (gsv). Local anesthesia was used and IFU (instruction for use) was followed during catheter preparation, procedure, post-procedure. It was reported that during follow up ((B)(6) 2025) egit class I was observed. The patient was assessed as having no problems and being unchanged from the usual condition. The day after follow-up ((B)(6) 2025), the patient collapsed at home due to difficulty breathing/dyspnea and was transported by ambulance. The patient was in state of cardiac arrest and resuscitation measures were performed at the hospital and the heartbeat was restored. There was no dvt noted at the time of follow-up and it was reported as normal. Patient is currently hospitalized. Only one leg was treated (left gsv). No challenges or deviations related to the location of catheter tip prior to initial delivery of adhesive and the catheter tip was 5 cm caudal to sfj. Postoperatively on (B)(6), a bandage called a tg grip was used for compression. On the same date cac was performed (left gsv thigh cac, the lump on lower leg was removed). Preoperative ultrasound showed no dvt. A follow-up ultrasound on (B)(6) confirmed a patent femoral vein and flow from the se. Glue polymerization began approximately 4 cm from the sfj, suggesting a thrombus had been present up to the sfj. On (B)(6), the patient collapsed at home due to breathing difficulties and was transported to hospital. At the time of cardiac arrest (the heartbeat resumed due to resuscitation measures and is being observed in the ICU), a small thrombus was present on the peripheral side of the pulmonary artery. It is unclear whether chest compressions had any effect. The patient is still under observation and the condition has not been confirmed.